Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. The patient had an appointment on 2013 (B)(6) and had an upcoming visit on 2013 (B)(6). No further information was provided.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient was currently experiencing acute pain. The patient was reportedly supposed to get a personal therapy manager (ptm) the past thursday however he never saw the manufacturer representative. It was reported the health care provider (hcp) was to change the ¿formula¿ the following day because the therapy was not working. The patient was still having pain in his arms, shoulders and neck. The pain was nowhere near where it was but he still had it. The patient now could not walk ¿as good¿ as he could before. He could now only take baby steps since he got the pump. The patient felt like hcp put ¿the catheter in the nerve¿. The patient reportedly already had drop foot in his right leg before the pump but now had issues with the left leg too, it was weaker. The patient¿s knees were reportedly also starting to buckle. The patient¿s dosage had been increased on (B)(6) 2013 already. As reported, the hcp was to change the medication with a numbing compound. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.